Event description:
Info received indicates the brake will not stay engaged.

Manufacturer narrative:
The tech found the casters were worn where the brake foot pedal linkage goes into the casters. He replaced the casters and the foot pedal to repair the bed.